Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/14/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 6/14/2018, mentor received additional information that the patient underwent primary breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: second unknown mentor gel prosthesis (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast reconstruction with unknown mentor gel prostheses. Bilateral rupture of the breast prostheses was diagnosed post procedure through an ultrasound. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on (B)(6) 2018. This report is for the first of two protheses. See manufacturer report number 1645337-2018-03583 for the contralateral prosthesis report.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent primary breast augmentation with unknown mentor gel prostheses. Bilateral rupture of the breast prostheses was diagnosed post procedure through an ultrasound. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on (B)(6) 2018. This report is for the first of two protheses. See manufacturer report number 1645337-2018-03583 for the contralateral prosthesis report. The device was returned at mentor containing a cloudy gel. White material was observed within the device. Gel was observed on the shell surface. The product evaluation team discovered three rents. Rent a measuring approximately 1 cm at the anterior aspect; rent b measured approx. 1.5 cm and rent c measuring approximately 2 cm at the posterior aspect and all within an area of siltex cracking. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).